Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. After 15 seconds into the first inflation, the 30x2.0mm maverick2 monorail balloon burst at 12 atmospheres. The procedure was completed with a different device without any pt complications. The pt's current condition is listed as "no problems".